Event description:
Pinching, pulling, burning feeling in pelvic area noted throughout the day. Lower abdominal cramping -went to the rest room thinking bowel movement-. Bright red bleeding instead-not menstrual cycle- noted with wiping during urination. After about 15 mins in the restroom pain ceased as well as bleeding. Checked essure website but I did not find any of the described symptoms. Pain off and on throughout the week. During flight -descending - increased pain felt again. Some spotting noted. No pain for next 2 weeks. Started again on the 3rd week. Scheduled hsg confirmation test for 2009. Felt the same pinching, pulling, burning feeling throughout that day. Hsg conf. Test/pain was unbearable. I was unable to tolerate the "usual" amount of dye. The result was both tubes were blocked. No discomfort until two months later. The above described pain was off and on for about 2 weeks worse with flying -descending-. I googled problems with essure and I found several sites with women complaining of similar problems. I phoned an essure certified ob/gyn in my area two months prior, to ask about removal and I was told it is permanent and there wasn't anything they could do about my problem. I was very excited about my essure outcome for the first month and a half. I am not excited about the discomfort I have been experiencing off and on since 2009. I have found that removal of the essure without hysterectomy -I definitely do not want a hysterectomy- is possible. I do not want to live with this pain much longer. I plan to have them removed. If there is a recall of the coils I would like to know about it. It will make me feel better knowing the coils are truly the problem. Dose: 1 in each fallopian tube. Frequency: continuous. Route: unk. Dates of use: presently, 2009. Diagnosis: permanent birth control.